Event description:
It was reported that thrombosis was observed. A 6.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the use of a balloon in the graft (gore acuseal) revealed the presence of a thrombus during the final angiogram. A similar thrombus had been observed during a previous vascular access intervention therapy (vaivt) procedure in december. Despite administering 5cc of heparin during the current procedure, the thrombus persisted. Thrombosis aspiration was performed. There were no further patient complications. As part of the follow-up treatment plan, the patient was prescribed warfarin.